Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample was received for evaluation and the reported problem was confirmed. The clampex connector was found to be broken during evaluation. The left push arm was bent. The right push arm was damaged and had been pulled out of it's position in the connector. The root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
A nurse reported that a broken connector was found on the accusol product during use. There was no patient injury or medical intervention reported.